Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the installation the cardiosave intra-aortic balloon pump (iabp) patient interface module leak test failed.

Manufacturer narrative:
Getinge field service engineer (fse) have an issue for cardiosave hybrid, during the installation we noticed that patient interface module leak test failed as in the attached image. Fse troubleshooted the issue with interchanging the pim from another machine and found leak from the patient interface module. Inspected the tightness of the tube connections and found good. All functional test and test run completed successfully except this, kindly advise us for the further procedure. The failure analysis and testing dept. Received pneumatic module assembly with a reported unit failure of failing the pim leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number pneumatic module assembly into the cardiosave test fixture serial number and tested the pneumatic module to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The pneumatic module failed the leak differential test with a result of -44mmhg. The factory specification is +-10mmhg. The pneumatic module assembly failed testing. Retaining the pneumatic module assembly in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a